Event description:
It was reported that during central processing, the jaw of the cadiere forceps instrument broke off. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting jaw broke off, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the cadiere forceps instrument and failure analysis testing has been completed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.205" x 0.646" was found to be broken off and was not returned. This failure is typically attributed to mishandling/misuse. An additional observation not reported by the site was also found. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.